Event description:
It was reported that the asymptomatic patient presented in clinic with episodes of non sustained rv oversensing. Myopotential oversensing was seen on egms. Noise was reproduced when patient was just sitting. Reprogramming changes were recommended. The patient will continue to be monitored.